Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. No accessories or original packaging was available for inspection. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Inspection of the exterior chassis revealed dents near the power entry module at the rear of the chassis consistent with impact damage. All internal components were removed and individually inspected due to the thermal event reported. Ac power was applied to the rf generator and a successful power on self-test was observed. Functional testing confirmed the field reported issue as an intermittent open electrical circuit was identified at the power supply connector on terminal eight. Loss of voltage on this circuit will also prevent the cooling fan from operating and result in the overheat condition reported. A review of the device history record indicates a previous reported issue of the device being dropped and impacting the power entry module. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to an inoperative cooling fan and subsequent device overheat condition. Previously reported impact damage resulted in the inoperative cooling fan, however the device was not returned for evaluation at that time.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
During the procedure, the generator began to smoke. A bipole configuration was being used for a si rhizotomy and ports 3 and 4 would not heat up early in the case. It smelled hot and smoke was noted. The generator was turned off and the case was completed with a non-abbott generator within no patient complications.